Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. A lead conductor fracture is suspected to be the root cause. The implantable device was reprogrammed, and the patient is being remotely monitored. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that x-ray imaging was performed, but without any outcome. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. A lead conductor fracture is suspected to be the root cause. The implantable device was reprogrammed, and the patient is being remotely monitored. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that x-ray imaging was performed, but without any outcome. No adverse patient effects were reported. The lead remains in service.